Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. There was no harm reported. Philips has started an investigation of the complaint.